Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4): product type recharger; product ID 3998, lot# v011457, implanted: (B)(6) 2007: product type lead; product ID 3708240, serial# (B)(4), implanted: (B)(6) 2007: product type extension; product ID 37742, serial# (B)(4): product type programmer. (B)(4).

Event description:
Additional information reported that an appointment with physician had been made for the patient, but it had been cancelled as the patient had received information from manufacture representative on how to use their patient programmer. It was noted that there had been no device issue, as the patient had just not understood the ¿on/off¿ of the remote versus the ¿on/off¿ of the actual implantable neurostimulator (ins). It was further reported that the issue was resolved, and had been since the day after the initial report. Additionally, therapy was reported to have been ¿great¿.

Event description:
It was reported that the patient turned the therapy off and the device turned itself back on. It was noted this had been happening for ¿a while.¿ patient had a tingling sensation that comes and goes when the therapy had been turned off. Patient had verified with the patient programmer that the device turned back on by itself. Therapy is off but patient could feel stimulation in her right leg from the knee down to the foot. Device had not been checked in many years. A manufacturing representative adjusted the device about two years prior to the report. There had been no falls or traumas recently. Additional information requested but had not been received as of the date of this report.